Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Narrative/corrected data - the following device was also implanted: tgm343420/(B)(4)

Manufacturer narrative:
H1: type of reportable event - corrected from serious injury to death.

Event description:
Patient implanted with gore® tag® conformable thoracic stent graft with active control system on (B)(6) 2020 for treatment of a thoracic aortic aneurysm. A transcaval access was utilized, and the ctag devices were implanted without issue. An abbott plug was then implanted at the end of the procedure. The patient tolerated the procedure. After the procedure, the patient developed thrombus in the sma and celiac arteries. Thrombolytic therapy was performed, but was ineffective. The patient died on (B)(6) 2020. The physician is unsure of the source of the thrombus, but does not believe it is device related.